Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was used as a demo device when checking the environment at a hospital. Upon interrogation, the battery status was reported as 2.90v (bol, beginning of life).